Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.5 x 28 rx xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, a 3.0 x 28 rx xience alpine and a 3.5 x 28 rx xience alpine drug-eluting stent were implanted for treatment of an unspecified vessel. On (B)(6) 2016, the patient was rehospitalized due to other unspecified cardiovascular symptoms, including fluid overload (hypervolemia). Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.